Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aorta was 22-24 mm in diameter and 10 mm in length. The proximal aorta was angulated with mild thrombus. It was reported that the bifurcated stent graft was landed 2-3 mm low, which resulted in a type ia proximal endoleak. The cause of the inaccurate deployment was due to marking the renal arteries incorrectly on the screen. The tube was re-angled to get a better perspective of the renal arteries and a new mark was made. An endurant cuff was then placed at the renal arteries in an attempt to resolve the endoleak; however there was still a small type ia endoleak after the cuff was implanted. The physician decided to monitor the patient, since the endoleak may resolve on its own. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft misplacement, endoleak), incorrect technique/procedure (stent graft misplacement; low). Evaluation, conclusion: operational context contributed to event (stent graft misplacement; low).